Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.